Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not open all the way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have instrument's grips bent severely. The medium-large clip applier instrument was found with both grips bent. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier instrument would not open all the way, an investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not open all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clips were used with the clip applier instrument were hem-o-lok nonabsorbable polymer ligation clips. The surgeon used medium/large clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first clip application. A backup instrument was used to resolve the issue.